Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician was certified to use the mynxgrip vcd. There were no visible signs of device or packaging damage before use. One device was used for the patient. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be at least 5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the device. The user shuttled down completely. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician was certified to use the mynxgrip vcd. There were no visible signs of device or packaging damage before use. One device was used for the patient. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be at least 5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the device. The user shuttled down completely. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle. The stopcock was observed to be open, and no syringe was returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant and the advancer tube were present in their manufactured positions within the shuttle. The sealant sleeve was also found in the manufactured position, and the balloon did not present any abnormal condition. No additional anomalies were observed during this visual analysis. An inflation/deflation functional test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. Additionally, a deployment simulation was performed. No issues related to device functionality were observed, as the sealant was deployed and the advancer tube advanced as expected after the handle was pulled proximally from the shuttle to continue advancement of the advancer tube, resulting in sealant deployment. The advancer tube was then fully removed over the balloon without impediment or friction that could have affected device use. The reported event of ¿sealant-failure to deploy¿ was not observed through analysis of the returned device as it was received with the shuttle disengaged and there were no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device was received with the shuttle already advanced and the sealant/advancer tube were able to be deployed with no damages/anomalies that could have contributed to the issue experienced. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle (even though it was reported that the user shuttled down completely), as evidenced by the advancer tube remaining in its manufactured position. It was also noted that the device was returned with the sealant sleeve in its manufactured position, indicating that the shuttle may not have been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.